Event description:
It was reported that the patient with this implantable pacemaker system exhibited infection. Subsequently, the device system was explanted and the patient is pending the implant of a new device system. No additional adverse patient effects were reported. The device system is not expected to be returned as it was discarded.